Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over seven (7) year since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the foreign material, but could not identify the material or specify the root cause that made the foreign material remain in the subject device. The foreign material may have been unremoved because the device was not reprocessed properly by leak caused by a pinhole in the bending section cover. The event can be prevented by following the instructions for use which state: "IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope's air water tube, air water cylinder, and jet tube had foreign material. There were no reports of patient involvement.